Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to high shock impedance measurements. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced during this procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to high shock impedance measurements. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced during this procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported. Additional information received reported that the right ventricular (rv) defibrillation lead had exhibited high out-of-range shock impedance measurements in the 140-150 ohms range. The physician had elected to wait until device changeout to replace the lead. It was noted that no shocks or anti-tachycardia pacing (atp) were delivered on this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. Correction to aware date: additional information received from the field representative indicated the aware date was in either june or july 2022. June 01, 2022 was selected as the earliest possible aware date.